Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his brother walked near him with a drill and that caused the stimulator to turn off. This occurred 1-2 years ago. No troubleshooting was requested.